Event description:
On (B)(6) 2011, patient reported there was fluid and blood coming out of her infusion site. Patient confirmed the liquid was not insulin and reported the infusion site was red and irritated. Patient placed antibiotic cream on the site and said she would follow-up with her physician later in the week. Patient reported the same concern on (B)(6) 2011 when using a different type of infusion set. Alleged product was discarded and was not requested for evaluation. Follow-up was completed on (B)(6) 2011. Patient reported the infusion site was still infected. Physician prescribed antibiotics, but they have not helped. Patient was not sure if she could keep her physician's appointment due to cost.

Manufacturer narrative:
No product will be returned for evaluation.